Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated by email that during removal a tampon string pulled out leaving the pledget inside of her. There have been three attempts (19-jun-2018, 26-jun-2018 and 03-july-2018) to contact consumer for more information but we have not been successful. We will submit a follow-up report if we become aware of any related adverse effect(s) on the consumer's health.